Manufacturer narrative:
This is the second of 2 reports subject device is not available.

Event description:
It was reported that during balloon assisted coil embolization for an aneurysm located on the anterior communication artery (acom), both balloons were not visible during contrast inflation concluding that there was a leak. The second balloon (subject device) had visible leaking in the catheter proximal to the balloon. No clinical consequences to the patient was reported.

Manufacturer narrative:
Expiration date: added. Product available to stryker: updated. Device evaluated by mfg: updated. Manufacturing date: added. The device history record review confirms that the device met all material, assembly and performance specifications. There were no visual anomalies initially noted to the device. The distal tip was noted to be blocked with solidified contrast. The balloon inflated, retained its size and shape and then was deflated without difficulty. No balloon leak was observed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during balloon assisted coil embolization for an aneurysm located on the anterior communication artery (acom), both balloons were not visible during contrast inflation concluding that there was a leak. The second balloon (subject device) had visible leaking in the catheter proximal to the balloon.no clinical consequences to the patient was reported.